Manufacturer narrative:
The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
Analysis of the pump on 2017-feb-07 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to gear wheel number three. Regarding analysis, it was noted that the logs showed a motor stall with no motor stall recovery. During destructive analysis the technician found some of the teeth of gear wheel 3 to be partially corroded. As per the pump¿s log, ¿cl hm¿ with concentration 2,650.0 mcg/ml was being administered at a simple continuous dose rate of 127.2 mcg/day as of (B)(6) 2016. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code was updated.

Event description:
The print report from 2016-dec-23 confirmed that the drug in the pump at the time of explant was clonidine (2650 mcg/ml at 127.3 mcg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (25 mg/ml at 4.528 mg/day) and clonidine (2650 mcg/ml at 480 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 a motor stall was seen at initial pump interrogation. The patient had not recently had an MRI. The pump logs indicated a motor stall occurred (B)(6) 2016 and a stopped pump period may exceed tube set message occurred on (B)(6) 2016. There was no motor stall recovery message in the logs. Re-interrogation of the pump did not result in a motor stall recovery. There was no known cause for the stall. There were 4 months to eri (elective replacement indicator) so they were planning to replace the pump anyway. They were now going to get the replacement scheduled. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative on 2016-dec-23. The issue being reported included a motor stall that occurred a month ago in (B)(6) 2016 and the patient experienced withdrawal symptoms related to the issue. Note that the reported that the motor stall occurred in (B)(6) 2016 is contradicting the previous report that it occurred in (B)(6) 2016. No environmental/external/patient factors that may have led or contributed to the issue were reported. Troubleshooting of telemetry was performed two weeks ago at the doctor¿s office and the office also called. The pump was replaced on (B)(6) 2016 as surgical intervention taken to resolve the issue. At the time of the report it was indicated that the patient status was ¿alive ¿ no injury¿ and the issue was resolved. It was noted in this report that the drug was being used to deliver clonidine [2650 mcg/ml] at a dose of 127.3 mcg/day, which is contradictory to the previously reported drug information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.